Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
The customer reported that the arm was not as stable as it had been. Upon investigation, it was found that the pivot 1 joint was beyond the adjustment range. No patient involvement was reported. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.